Event description:
It was reported that patient was having difficulty charging the ipg and the ipg would not connect to charger. It was noted that the ipg was flipped internally. Upon opening the battery site, the physician looked and believed that it was infected. The physician was able to find out that patient has not been controlling diabetes and started blood thinners right after implant procedure against with doctors orders. Symptoms of incision not fully close, seeping and drainage were noted. The physician did not believe it was device or procedure related but due to patient not stopping blood thinners as informed and did not follow post op instructions. The patient underwent an explant procedure and was prescribed with antibiotics. The patient was doing well postoperatively, and the explanted device components were not returned as it was kept by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 7078950. Product family: sc-4316. Upn: m365sc43160. Model: sc-4316. Batch: 28504930.